Manufacturer narrative:
Product complaint # ==> (B)(4) h6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis: the product was returned for evaluation. Visual inspection was conducted on the returned device. The returned sample determined that it was received twenty-one unopened samples pertain to the product code 8702h. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no issue related to fraying suture or anomalies were observed during evaluation. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The following information was requested, but unavailable: ¿ did the suture break into two or more pieces? ¿ please confirm both faulty suture presented the same issue ¿ please clarify, if both sutures share the same lot number (tcmphc)? If no, please provide the lot number of the second suture. No additional clinical clarification was provided with team. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. Events reported via: (B)(4)

Event description:
It was reported that a patient underwent an unknown vascular procedure on (B)(6) 2023 and suture was used. During the procedure, it was reported by the sales rep that suture failure occurred. The strands fell apart on the surgeon. Two sutures failed on the case. Sterile samples are available for return. No adverse patient consequences were reported. Additional information was requested.